Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A review of the system logs for the medium-large clip applier instrument used in the case showed that the instrument has been used in subsequent procedures after the alleged event reported in this record. Review of the instrument log was performed, and no errors related to the medium-large clip applier were observed. Review of the system log was performed, and no related system errors were observed.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the patient experienced bleeding due to clip failure. The issue occurred during deep inferior mesenteric vein (imv) manipulation when a clip dislodged from the imv to which the medium-large hem-o-lok clip applier instrument had been applied. Additionally, bleeding from the artery also occurred when two previously placed clips on the artery dislodged during pressure hemostasis with gauze. The surgeon made the clinical decision to convert to open due to difficulty in achieving hemostasis. The blood loss amount was about 650ml. The bleeding was unexpected as part of the procedure. After compressing the imv and converting to open, sutures were placed to stop the bleeding. Per the surgeon, the patient had fragile blood vessels and a strong bleeding tendency due to diabetes mellitus. Additionally, there was no room in length at the clipped blood vessel, so it easily dislodged. The surgeon had anticipated the possibility of converting due to expected extensive adhesions and conversion to laparotomy was considered from the beginning. The patient¿s condition prior to the procedure was ¿no problem¿. The patient tolerated the conversion. The surgeon does not believe there was a malfunction with the medium-large clip applier instrument.